Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information from mhra ref: - (B)(4): laparoscopic sacrocolpopexy done on the (B)(6) 2017. Patient complaining of pelvic pain a few weeks after the operations. Mesh excised with some bits left on the promontory and vaginal vault. Patient keen on mesh excision - hence removed. Clinician has reported this case after the patient complained of non specific pain, mesh has been removed and the pain is resolved.